Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 411 mg/dl. Customer stated that they received the calculation not accepted and change sensor alert. Customer stated that there was difference between sensor glucose and blood glucose value. Customer declined the troubleshooting for high blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.